Manufacturer narrative:
The device is not expected to be received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown and therefore the manufacturing batch records for the complaint device cannot be reviewed. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Physician experimenting problems advancing the express sd through the mach I c1 7f 55cm guiding catheter. Appears to be stocked with the thruway .014 guide wire in the rapid exchange wire catheter hole. He was not able to advance the express sd within the guiding catheter and can't implant it. Additional information received reported that the thruway wire was apparently stuck in the catheter.